Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a shaft break occurred. The shaft of the 2.50 x 28 mm taxus liberte paclitaxel-eluting coronary stent system broke while the physician was doing the procedure. Procedure was completed with another of the same device. The pt status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4).